Event description:
It was reported that the patient experienced a hypoglycemic event with a blood glucose of 60 mg/dl while using the ilet bionic pancreas, with no clear precipitating cause identified; emergency services were called but did not treat on scene, and the caregiver administered oral glucose tablets, which resolved the low prior to ems arrival. Symptoms included dizziness consistent with hypoglycemia. Outcomes included a transient health impact that was addressed with oral carbohydrate without hospitalization. Investigation included case review and user troubleshooting education, including guidance to upload device reports at the next clinic visit to facilitate assessment of antecedent glucose trends and carbohydrate intake. Investigation of this case revealed no device alarms or malfunctions reported and suggested that unannounced carbohydrate intake and subsequent daytime hyperglycemia could have contributed to later hypoglycemia, though the exact cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.